Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced a low glucose event to 42 mg/dl after the pump delivered insulin in response to a prior high, and the user had been instructed by her healthcare provider and clinical team not to meal announce. Symptoms included hypoglycemia. Outcomes included the need for medication in the form of oral glucose, after which the user returned to range. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, and the medical device problem and device component could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.